Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The date of the event is an approximation. On (B)(6) 2024, the patient experienced unconsciousness while the cgm reading was 400 mg/dl. The episode occurred after the sensor had been inserted in the arm. According to the documentation, the patient had been asymptomatic while watching television and eating. She reportedly woke up 3 days later in the hospital. The patient also stated that her mom was contacting her upon receiving 400 mg/dl alert through the follow app. The behavior of the patient's primary mobile device display device was not described. When the patient did not answer the parent's calls, the parent called an ambulance. She reportedly did not recall any treatment due to unconsciousness. It was not specified nor clarified whether she was hyperglycemic or hypoglycemic upon discovery by emergency medical service. She reportedly regained consciousness after 2 days and was discharged the 3rd day. Attempts by clinical medical safety on (B)(6) 2024 to contact the reporter by phone for more details about the event including her glycemic state during the episode, were unsuccessful. There was no documentation of further medical evaluation or intervention. At the time of the report on (B)(6) 2024, the patient was fine. Due diligence to contact the patient by technical support and medical safety for more information was unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of loss of consciousness.